Event description:
It was reported the customer was hospitalized due to their diabetes. The customer's blood glucose at the time of their hospitalization was unknown. Customer stated their hospitalization was from their dialysis. Customer stated they have been off insulin pump therapy for the past three weeks. The customer was advised to revert to a back-up plan if needed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.